Event description:
Arm broke during a pt case. Pieces of the arm fell into the pt causing serious injury during a cardiopulmonary bypass. The surgery was not completed successfully. Surgeon had to re-enter pt's chest to get parts out that were not visible to the eye.

Manufacturer narrative:
The device was purchased from the MFR in dec 2008. The device is accompanied with instructions for use that clearly states the device must be inspected prior to each use. The cable should be inspected by examining the spaces between the links. No signs of wear or fraying of the cable should be present. If found the product should be returned to the MFR immediately for replacement. The instructions also provides a warning to avoid repositioning the arm when the arm is tensioned. It will cause the cable in the flexible arm to fray and possibly break. In addition, every 12 months or when the product is used frequently it is recommended that high wear components should be replaced. This product has a 1 yr warranty on parts and workmanship from the purchased date. Thus the device has never been returned to the MFR for preventive maintenance.